Event description:
It was reported that the buttons on the insulin pump were unresponsive. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. Nothing further was reported.

Manufacturer narrative:
The display was blank because the battery tube connector was plugged in improperly.